Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer had loss of therapeutic effect. Consequences of the event were noted as not available. There were no further complications reported and/or anticipated.